Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the set screw was damaged. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that during the implant attempt there was difficulty inserting/fixing the atrial lead in the device header. The device was not implanted. No patient complications were reported as a result of this event.